Event description:
Customer reports that a needle broke during a cesarean section. Two-thirds of the needle remains embedded within the uterine wall. It is not known at this time if there are plans to explant the retained fragment.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is recd, any further info derived from the evaluation will be submitted in a supplemental 3500a form.